Event description:
The customer reported that the t:slim x2 pump battery was not charging. There was no mention regarding any adverse impact on the customer¿s blood glucose level. Technical support advised the customer to leave the pump plugged into a known working outlet for at least 30 minutes, but the charging connection was still not recognized. A replacement charging cable and wall adapter were sent, and it was suggested that the customer use an alternative insulin delivery method if the pump battery depleted before receiving the replacement supplies.